Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that there was no report of issues documented until a recent radiology report documenting the stent graft commences well below the renal artery origin in a segment of the native aorta which is very tortuous to the left of the midline. The upper aspect of the stent collar is not contiguous with the aortic wall along the right lateral and posterior margin. The non-contiguous portion measures about 2cm in length. The stent graft appears to be contiguous at the level of the commencement of the iliac limbs and there is no evidence of extravasations of contrast into the segment containing the iliac limbs. The stent graft is widely patent without evidence of kinking. Maximum diameter of the aortic collar is about 3 cm. Maximum diamter of the iliac limbs is about 2.2 cm on the right and 1.8 cm on the left. The right common iliac artery is slightly ecstatic. Another manufacturer's device was planned to be implanted; however, it is unknown if that procedure was performed. No additional clinical sequelae were reported.

Manufacturer narrative:
Eval: device failure/lack of effectiveness related to pt condition (angulated and dilated aortic neck).